Manufacturer narrative:
The technician found the patient control board had a stuck key. The technician replaced the patient control board to resolve the issue.

Event description:
The technician alleged that the head section would go up on its own. No patient impact.